Event description:
It was reported that the unspecified bd IV set was clogged/blocked/occluded, experienced a check valve malfunction, and leakage. The following information was provided by the initial reporter: it was reported that lipids back up in our med lines and drip out between the backcheck valve and line.

Manufacturer narrative:
H6. Evaluation method codes. 3331 analysis of product received was removed. A device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product was returned, however, there was one photo returned by the customer. It was reported that lipids back up in the lines and drip out between the backcheck valve and line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the unspecified bd IV set was clogged/blocked/occluded, experienced a check valve malfunction, and leakage. The following information was provided by the initial reporter: it was reported that lipids back up in our med lines and drip out between the backcheck valve and line.